Event description:
A customer reported a system message displayed and the intraocular pressure control was unable to be used during surgery. The procedure was completed with no harm to the pt.

Manufacturer narrative:
The sample is not expected to be returned. A root cause has not been identified. (B)(4).